Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for radicular pain syndrome. It was reported that the patient has been occasionally experiencing some burning and shocking sensation over their implantable neurostimulator (ins) pocket. The patient indicated that the issue occurs every couple of weeks or so. No contributing factors were reported. The rep stated that they are meeting with the patient on (B)(6) 2018, where they will be evaluating the device. The issue was not resolved at the time of the report. No further complications were reported or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(4) 2018. The rep met with the patient on (B)(6) 2018 at the doctor¿s appointment. Complaining of pain and ¿shocking sensation¿ to implantable neurostimulator (ins) site. The rep interrogated the ins and impedance check showed #13 >10000. However that contact was not being used for program. The rep reprogrammed the patient on (B)(6) 2018 to cover low back, both left and right legs. The patient noticed immediately increase in pain when stimulation was turned off. Discussed newer features and technology with intellis ins as the patient is interested in early replacement. The patient reports getting quite a bit of variance with intensity upon positional changes. Overall, the patient was happy with meeting today and reports feeling tingling everywhere that they need it. No additional follow up required. No further complications were reported/are anticipated.